Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019 the patient underwent a scheduled peg tube replacement procedure. During the procedure it was found that the inner bumper of the peg tube is buried in the gastric wall. The gastroenterologist removed the buried bumper and replaced the peg tube in a displaced location from the initial stoma. Prior to the procedure, the patient admits to being able to move the peg tube in and out slightly well for several days, despite the buried bumper.